Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with customer over the phone and customer was not able to duplicate the alleged malfunction. Unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a touch screen blocked errors. Patient involvement information was not provided by the customer.